Event description:
It was reported that the insulin pump alarmed no delivery. The customer's blood glucose was unknown. The customer has treated win manual injection and stated that their blood glucose had been trending higher. Troubleshooting was not performed at the time of the phone call because the customer did not have supplies. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.